Event description:
Treatment of an avm with onyx. It was reported the catheter was used to deliver onyx with approximately 2 cm of onyx reflux. At the end of the procedure, it was difficult to remove the catheter. The physician continued to pull the catheter and it broke. The broken segment was successfully retrieved with a snare. No pt injury reported. Same event as MDR # 2029214-2010-00249.

Manufacturer narrative:
The device will not be returned for eval as it was consumed in the event. (B)(4).